Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier, age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. No product returned.

Event description:
Based on available information, there are no signs of a device malfunction. The event description is not defined. However, the implant was placed on (B)(6) 2018 and was explanted on (B)(6) 2019. This event is reportable as a serious injury due to the surgical / medical intervention required to preclude / resolve issues associated with the implant.

Event description:
It was reported implant was removed due to loss of integration.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6). This event has been determined to be not reportable due to new information provided by the customer upon follow up.